Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4) helix disengaged from helical channel. Additional findings were distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled, tip seal observation, blood in/on the helix mechanism (sleeve head) and helix mechanism. Full lead returned and analyzed.

Event description:
It was reported that the during the implant attempt, the helix could not be extended for repositioning to correct for the poor thresholds. The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.